Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump infused in the correct amount of time, but that it had also infused overfill included in the bag. Mmdg followed up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).